Manufacturer narrative:
Follow-up #1: date of submission 11/17/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2016 with the following findings: the review of the black box showed no evidence of voltage fluctuations; the battery compartment and cap were able to fit securely. The ez-prime steps were performed correctly and no overheating occurred during the investigation, all currents reading were within specifications. Investigators were unable to duplicate the reported temperature complaint. The pump's cover was removed and no intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had a temperature issue and there was no power to the pump. The reporter noted that the patient experienced a burn due to the temperature issue, but there was no indication that the patient required any medical intervention. The reporter denied any damage to the pump or any moisture/corrosion in the pump. The reporter stated that the top of the battery cap was worn, however there was no indication that the issue was related to the power issue; the battery cap was reportedly able to secure properly to the pump. The alleged injury does not meet criteria for a serious injury. This complaint is being reported based on the following: there is the potential for the user to experience an injury to the skin due to increased pump temperature, and the user may be unaware that the pump has lost power, leading to under delivery.